Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of implantation in ciliary body and inflammation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that dislodgement, movement, and malposition of the stent are established risks associated with use of the system that is clearly specified in the product instructions for use ( IFU). (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inflammation and migration of a stent following a micro-stent implant procedure. The surgeon believes he implanted the stent in and through the ciliary body. The stent remains implanted.